Event description:
During emergency medical services transport of a patient the lifepak would only intermittently show an electrocardiogram until it eventually stopped showing a rhythm. This patient was in a complete heart block. The paramedic could not provide therapy and could only truly monitor the patient for half of the transport time.